Event description:
An end user alleged that the brakes are not working. She stated that even when it is turned off. In speaking with the reporter it was learned her scooter would keep rolling after braking. Customer was not injured in any way. The end user was referred to a provider who can service the scooter